Manufacturer narrative:
A few photos were shared by the customer, where an ICU medical set #12514-01 and unknown bd devices are observed, both are on a sealed package in an additional photo a sealed item #12512-01, microclave is observed as well. However, no damage, anomalies, or issues are observed. The complaint of leaks on item 12512-01 cannot be confirmed. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) couldn't be performed due to the lot number for this complaint was unknown.

Event description:
The event involved a microclave¿ clear neutral connector where it was reported there were leaking IV's that occurred in the emergency department of the facility within the past two weeks. The reported issue involved difficulty in connecting or tightening the connectors of the device, which resulted in leaking from the ivs. Evidence of leaks was observed beneath the tegaderm sticker used to cover the IV and connector. There was patient involvement, however no delay in therapy, and no human harm reported. Event occurred in ER.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. The customer provided a possible lot number of 13701450 for the device in question. - manufacturing date: 11-jul-2023. - expiration date: 01-jul-2028.